Event description:
On 12/87 rptr had a bilateral mastectomy. Product used in reconstruction. Left side ruptured and was subsequently replaced. Ruptured implant remained in chest from 11/88 to 8/89 when corrective surgery was performed. Age of pt at time of first implant: 44 years.